Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions mammography system, 3d, the system was unable to acquire 2d images during a patient exam. The user site reported that its technologists repeated attempts to acquire images resulted in a generator error code and the system would not complete the exposures. No patient or user injuries were reported. Hologic field service engineers (fse) investigated the device and determined that the x-ray tube was arcing and the system was unable to complete the mas calibration. The fses reported that the x-ray tube was replaced based on these findings. Following the replacement, the fses reported that the system was calibrated and tested and that the system meets all manufacturers specifications. No further information is currently available.